Event description:
It was reported that the ilet pump¿s screen was cracked and the device became unresponsive, and a replacement pump was shipped after verification steps were completed; blood glucose was reported as not affected, and the user was advised on shutdown, data transfer expectations, cgm use with dexcom g7, and return of the original pump. Symptoms included no adverse clinical effects. Outcomes included no interruption of glycemic management as the user could continue cgm monitoring and proceed with replacement start-up. Investigation included internal shipping follow-ups and a carrier claim for a lost return package. Investigation of this case revealed physical damage to the display, resulting in loss of user interface responsiveness, consistent with a damaged screen component and associated usability failure, while the underlying glycemic control was not clinically impacted. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s screen, leading to device non-responsiveness.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.